Event description:
It was reported that prior to an unknown procedure, the hand switch was non-functional when the device was checked. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was tested for hand-activation and the hand control switch assembly buttons were non-functional. However, when the device was tested using the footswitch, the device activated each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.